Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an infection of the device pocket. The patient had previously been admitted to the hospital due to unrelated patient conditions and an infection was noted on a non-abbott system. Only the non-abbott device was explanted and replaced and the non-abbott leads remained implanted. An abbott device was implanted to resolve the previous infection, however, the infection returned. A device replacement procedure is anticipated to remove the abbott device. No intervention has been performed at this time. The patient remains hospitalized due to a pending heart transplant and cancer treatment.

Event description:
Additional information was received indicating that the device was explanted to resolve the event. No replacement device has been implanted at this time.